Manufacturer narrative:
An event of valvular explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 19mm masters valve was implanted. On (B)(6) 2019, the 19mm masters valve was explanted. Additional information was requested, but not made available by the hospital or physician.

Manufacturer narrative:
An event of valve explant was reported. Morphological and histopathological examination revealed found that the mechanical leaflets opened and closed completely and easily. There was minimal pannus formation mostly limited to the sewing cuff, which focally began to encroach onto the valve orifice, but not into the inner diameter. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The reason for the device explant was never reported.

Event description:
On (B)(6) 2016, a 19mm masters valve was implanted. On (B)(6) 2019, the 19mm masters valve was explanted. The initial information was submitted by the explanting md who is different from the implanting md in another state. Efforts to obtain additional information were requested, but not made available by the hospital or physician.